Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a lens case/vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Another similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -08.50 diopter, in the patient's right eye (od) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to low vaulting. The surgeon did not implant another lens. Cause of the event was unknown.